Manufacturer narrative:
(B)(4). The reported description notes that the speaker assembly is faulty. Philips has not yet determined if there was a loss of audio function. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the speaker assembly is faulty. No pt harm was reported.